Event description:
It was reported that during a procedure using a coblator ii controller, the unit was allegedly not coagulating properly. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: 1. A source power surge at the user facility could have damaged the electronic circuit providing coagulation. 2. A malfunction of the concomitant foot control that was used during this event 3. There may have been a loose device connection to the customer's controller such as the wand and/or foot control assembly. 4. Improper surgical technique or insufficient conductive fluid surrounding the electrode during coagulation activity. A review of the manufacturing records for non-conformances and deviations indicates the subject controller met manufacturing specification when released for distribution.